Manufacturer narrative:
Product investigation summary: the returned instrument was examined & the complaint condition was able to be confirmed. No definitive root cause could be determined as method of use was not provided. The failure mode is consistent with off-axis loading, which the instrument is not designed to withstand. The vectra dts guide with handle & post is a component of the vectra & vectra-t instrument sets, to be used with the vectra & vectra-t systems. The systems were designed for anterior cervical plating for spinal fusions for patients presenting with degenerative disc disease & other abnormalities. The dts guide is specifically designed to be used when inserting both fixed & variable angle (va) self-tapping/self-drilling screws. The guide pin on the distal end of the instrument was broken beneath the laser welds retaining the press fit. This condition results from an excessive load on the guide pin. The pin is simply meant as an alignment aid, so minimal loading should be applied when being used. When used to insert a fixed-angle screw, the guide pin should be inserted in a small post hole on the plate. When inserting a va screw, the plates diamond window should be utilized, allowing the guide pin to move freely for screw angles without bending. It is possible that the guide pin was inserted in a small post hole, instead of the diamond, which would create an excessive force. The relevant drawings were reviewed & found suitable. The pin met all dimensional metrics specified in the drawings & was held in place with laser welds as described in the drawings. Device history record review: manufacturing date: november 23, 2011. A non-conformance report (ncr) was generated during production. Review of the device history records (DHR) showed that component sd312.024.2 (stem) / lot 6791012 was not heat treated, bead blasted, or electro-polished. These steps were completed on an f-s145 rework form per the corrective action section of the ncr. This non-conformance is not relevant to the complaint condition because the assembled device was annealed & heat treated to the h900 condition for 17-4ph & has no relationship to the breakage of the tip of the drill guide. Raw material (lot 4723175 / 5319457) was reviewed; no issues were found. Only the stem & handle were manufactured to develop this instrument. No modifications were made to the bp20 ¿make from¿ part (03.613.001). The handle & stem were attached to the opposite end of the dts guide away from where the complaint condition was noted. A review of the DHR for this lot showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the ¿make from¿ part DHR (03.613.001 / 7558673) that was issued from stock (bp20) to make this part (sd312.024) was also completed with results as follows. Part 03.613.001 / lot 7558673 - manufacturing location: (B)(4) - manufacturing date: september 2, 2011. No ncrs were generated during production. No issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drill guide broke off into a plate during an anterior cervical decompression fusion (acdf) procedure. The tip broke while the surgeon was drilling prior to bone screw placement. The tip was left in the plate, but the fragment was easily retrieved with only a one (1) minute surgical delay. An additional x-ray was taken to confirm all fragments were retrieved. This report is 1 of 1 for (B)(4).